Event description:
Additional vacutainers noted to not work. Noted that multiple vacutainers throughout the shift are not working as they should, labs not drawing when using vacutainer, malfunction reported to me; potential for "bad batch" of supply. Supply information on device, equipment, or supply tab.